Event description:
Caller reported a data error alert after the pump ship date. There was no adverse impact to the customer¿s blood glucose level. Technical support informed the caller that some history logs might have been erased, but therapy was unaffected. The customer acknowledged this information and decided to continue using the pump for insulin therapy.